Event description:
Medtronic received information that approximately three months following the implant of this mechanical valve, the patient experienced an acute myocardial infarction and was placed on an intra-aortic balloon pump and a percutaneous cardiopulmonary support device. Cardiac catheterization was conducted and it was discovered that the left coronary artery ostium had reduced blood flow due to the implanted valve. Angiography showed that the left coronary artery ostium was located close to the aortic root. It was also noted that the valve leaflets were moving normally. A biventricular assist device (vad) was placed and after five days the right heart vad was removed and the patient was able to walk with the left vad. The surgeon commented that if an 18mm valve had been implanted, it may have not blocked the ostium. The valve remains implanted. No further adverse patient effects were reported. Additional information has been requested but not received.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The physician reported that if different sized valve had been implanted, it may have not blocked the ostium. There was no malfunction of the valve reported. Should additional information be received, a supplemental report will be submitted. (B)(6). (B)(4).